Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during the implantation of a supracondylar nail, drill bit broke off in patient. It was not reported to the rep if the piece was retrieved or if there was a surgical delay.

Event description:
It was reported that during the implantation of a supracondylar nail, drill bit broke off in patient. It was not reported to the rep if the piece was retrieved or if there was a surgical delay.

Manufacturer narrative:
Correction: the reported event that drill, ao, sterile t2 femur ø4,2x340 mm was alleged of 275-a could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. The file will be closed formally in accordance to our procedures. In case the items and / or substantive information will become available in future the file will be reviewed and reopened.